Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("abnormal, heavy bleeding / blood clotting") in an adult female patient who had essure (batch no. 2025788-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Previously administered products included for an unreported indication: depo-provera. Medical conditions: current weight 210 lbs approximate weight at the time of essure placement 175 lbs. Essure confirmation test(s) conducted, specify - yes; results: total bilateral occlusion. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), bacterial infection ("bacterial infections"), fatigue ("fatigue"), back pain ("back pain"), headache ("headaches"), abdominal distension ("bloating"), dyspareunia ("dyspareunia"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), scleroderma ("autoimmune disorder: scleroderma"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), bladder disorder ("bladder urinary problems or changes: bladder"), urinary tract disorder ("bladder urinary problems or changes: urinary"), abdominal pain upper ("stomach pain"), proctalgia ("anus pain"), abdominal pain ("abdominal pain") and infection ("infectio other") and was found to have weight increased ("weight gain / loss specify which one : weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (undergo a surgical procedure with removal of the essure devices, hysterectomy (full)). Essure was removed in september 2017. At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst, bacterial infection, fatigue, back pain, headache, abdominal distension, weight increased, dyspareunia, anxiety, depression, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, scleroderma, migraine, nausea, vaginal discharge, alopecia, bladder disorder, urinary tract disorder, hormone level abnormal, abdominal pain upper, proctalgia, abdominal pain and infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, anxiety, back pain, bacterial infection, bladder disorder, cystitis, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, proctalgia, scleroderma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: because of the requirement to undergo a surgical procedure with removal of the essure devices patient has been left with serious injuries. She did not remove essure device. She is currently planning for essure removal. Anticipated or scheduled date: jul-2015 (discrepancy noted) most recent follow-up information incorporated above includes: on 14-may-2019: update of information (batch is invalid) incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("abnormal, heavy bleeding / blood clotting") in an adult female patient who had essure (batch no. 2025788) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Previously administered products included for an unreported indication: depo-provera. Medical conditions: current weight 210 lbs approximate weight at the time of essure placement 175 lbs. Essure confirmation test(s) conducted, specify - yes; results: total bilateral occlusion. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), bacterial infection ("bacterial infections"), fatigue ("fatigue"), back pain ("back pain"), headache ("headaches"), abdominal distension ("bloating"), dyspareunia ("dyspareunia"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), scleroderma ("autoimmune disorder: scleroderma"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), bladder disorder ("bladder urinary problems or changes: bladder"), urinary tract disorder ("bladder urinary problems or changes: urinary"), abdominal pain upper ("stomach pain"), proctalgia ("anus pain"), abdominal pain ("abdominal pain") and infection ("infectio other") and was found to have weight increased ("weight gain / loss specify which one : weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (undergo a surgical procedure with removal of the essure devices, hysterectomy (full)). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst, bacterial infection, fatigue, back pain, headache, abdominal distension, weight increased, dyspareunia, anxiety, depression, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, scleroderma, migraine, nausea, vaginal discharge, alopecia, bladder disorder, urinary tract disorder, hormone level abnormal, abdominal pain upper, proctalgia, abdominal pain and infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, anxiety, back pain, bacterial infection, bladder disorder, cystitis, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, proctalgia, scleroderma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: because of the requirement to undergo a surgical procedure with removal of the essure devices patient has been left with serious injuries. She did not remove essure device. She is currently planning for essure removal. Anticipated or scheduled date: (B)(6) 2015 (discrepancy noted) most recent follow-up information incorporated above includes: on 8-may-2019: pfs and mr received. Lot no. Was added. Events: vaginal bleeding, menorrhagia, bladder infection, urinary tract infection, vaginal infection, female sexual dysfunction, scleroderma, migraine, nausea, vaginal discharge, hair loss, bladder disorder, urinary tract disorder, hormonal imbalance, stomach pain, anus pain, abdominal pain was added. Reporter information was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain/chronic') and genital haemorrhage ('abnormal, heavy bleeding / blood clotting') in an adult female patient who had essure (batch no. 2025788-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Previously administered products included for an unreported indication: depo-provera. Medical conditions: current weight 210 lbs approximate weight at the time of essure placement 175 lbs. Essure confirmation test(s) conducted, specify - yes; results: total bilateral occlusion. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cysts/cysts"), bacterial infection ("bacterial infections"), fatigue ("fatigue"), back pain ("back pain"), headache ("headaches"), abdominal distension ("bloating"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), anxiety ("anxious/psych injury"), depression ("depressed?psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)/uti"), vaginal infection ("infection (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), scleroderma ("autoimmune disorder: scleroderma"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), bladder disorder ("bladder urinary problems or changes: bladder"), urinary tract disorder ("bladder urinary problems or changes: urinary"), abdominal pain upper ("stomach pain"), proctalgia ("anus pain"), abdominal pain ("abdominal pain"), infection ("infectio other"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), tooth disorder ("dental problems") and visual impairment ("vision problems") and was found to have weight increased ("weight gain / loss specify which one : weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (undergo a surgical procedure with removal of the essure devices, hysterectomy (full)). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst, bacterial infection, fatigue, back pain, headache, abdominal distension, weight increased, dyspareunia, anxiety, depression, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, scleroderma, migraine, nausea, vaginal discharge, alopecia, bladder disorder, urinary tract disorder, hormone level abnormal, abdominal pain upper, proctalgia, abdominal pain, infection, dysmenorrhoea, metrorrhagia, tooth disorder and visual impairment outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, anxiety, back pain, bacterial infection, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, metrorrhagia, migraine, nausea, ovarian cyst, pelvic pain, proctalgia, scleroderma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: because of the requirement to undergo a surgical procedure with removal of the essure devices patient has been left with serious injuries. She did not remove essure device. She is currently planning for essure removal. Anticipated or scheduled date: (B)(6) 2015 (discrepancy noted). Lab data discrepancy : essure confirmation test(s) conducted, specify : no (discrepancy noted, as per ppf) reported : date of insertion: (B)(6) 2009 (noted discrepancy) most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Reporter information added. Event : dysmenorrhea (cramping), dental problems, vision problems added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding / blood clotting") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), bacterial infection ("bacterial infections"), fatigue ("fatigue"), back pain ("back pain"), headache ("headaches"), abdominal distension ("bloating"), weight increased ("weight gain"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a surgical procedure with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst, bacterial infection, fatigue, back pain, headache, abdominal distension, weight increased, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal distension, anxiety, back pain, bacterial infection, depression, dyspareunia, fatigue, genital haemorrhage, headache, ovarian cyst, pelvic pain and weight increased to be related to essure. The reporter commented: because of the requirement to undergo a surgical procedure with removal of the essure devices patient has been left with serious injuries. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.